Manufacturer narrative:
An unknown minus 2.7 ceramic head was added to the complaint after the initial medwatch was submitted. An event regarding infection involving an unknown liner was reported. The event was not confirmed. Method & results: device evaluation and results: a visual, dimensional and functional inspection was not performed as the device was not returned for evaluation. Medical records received and evaluation: the provided medical records were reviewed by a consulting clinician who indicated "no follow-up is documented subsequent to (B)(6) 2014, no bacteriology or lab reports are available, and there is no examination of the explanted components noted...based upon review of the available information, there is no evidence this clinical situation was related to factors of faulty component design, manufacturing or materials." Device history review: a review of the device history records could not be performed as no lot information was provided. Complaint history review: a complaint history review could not be performed as no lot information was provided. Conclusions: the source of the infection could not be determined as patient information, clinical history, and results of bloodwork for infection were not provided. A review of the provided records by a clinical consultant indicated there is no evidence the event is device related. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by stryker orthopaedics. If devices and/or additional information become available, this investigation will be reopened.

Event description:
Revision due to infection of hip.

Manufacturer narrative:
Other devices listed in this report: cat # unk, lot # unk, description: unknown size 3 accolade 2 stem, cat # unk, lot # unk, description: unknown 50 adm head. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device not available.

Event description:
Revision due to infection of hip.